Event description:
The st. Jude medical representative reported that noise was observed on the electrograms. Greater than 255 noise reversions had occurred since the last follow-up on 05/2001. The noise stopped when the device began charging. The device was explanted.